Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. Tubing regulator was replaced to correct the issue. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. The iabp unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that,during the user's pre-use inspection the cs300 intra-aortic balloon pump (iabp) helium gas leak from device body. No patient involvement reported.